Manufacturer narrative:
The customer indicated that none of the bwi products caused this issue and no service is requested at this time. The catheters involved in this event were discarded and will not be returned to bwi for analysis. If the catheter is returned to bwi for analysis, an investigation will be performed and a 3500a supplemental will be submitted to the FDA as required. Concomitant products: carto 3 system, catalog # fg540000, serial # (B)(4). Coolflow irrigation pump, catalog # cfp002, serial # (B)(4). Stockert rf generator, catalog # s7001, serial # (B)(4). (B)(4).

Event description:
It was reported that while performing a vt ablation procedure, there was a perforation in the rvot. There was no indication that there was any malfunction with the equipment. Caller stated that the doctor pushed too hard. Pericardiocentesis was performed and the patient was in stable condition at the end of the procedure.